Event description:
It was reported that the implantable pulse generator (ipg) was sticking out further than before and had migrated. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.

Event description:
It was reported that the implantable pulse generator (ipg) was sticking out further than before and had migrated. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.